Manufacturer narrative:
Follow-up: attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised swapping power management board, per rev g service manual troubleshooting guide.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. It is unknown if the unit was in use on patient and if there was any report of patent harm.